Event description:
This lead was implanted on (B)(6) 1999 and is still on active implant, with undersensing allegations. The physician was dr. (B)(6) at the hospital of (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).